Manufacturer narrative:
The product has been received for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. There was no impact to customer's blood glucose level.